Event description:
It was reported that the catheter (subject device) was used in the medical procedure. However, the distal tip of the subject catheter got fractured and stretched during delivery. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 - product available to stryker - updated d9 - returned to manufacturer on - updated h3 - device evaluated by mfg ¿ updated due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the catheter shaft was broken/fractured 3.3cm from the proximal end of the proximal shaft. The catheter tip was flattened. The catheter hub was intact. A functional inspection was not required as the event was confirmed during visual inspection. The reported event was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported "the patient was presented with a left middle cerebral artery (mca) aneurysm who underwent intracranial aneurysm embolization surgery. During the procedure, when using a catheter, the tail end of the catheter fractured and stretched during delivery, rendering it unusable. The physician then replaced it with a catheter from a domestic brand to continue the subsequent operations, and the surgery was successfully completed." Additional information indicated no anomalies were noted on the device after removal from the packaging or before preparation, the device was prepared as per the dfu, and continuous flush was maintained throughout the procedure. The patient's anatomy was described as moderately tortuous. Based on information received and analysis of the returned device, the event may have occurred due to procedural factors during the procedure. The damage to the catheter shaft would suggest some resistance was encountered during the procedure. Based on review of all available information the reported event of 'catheter shaft broken/fractured during use', and 'catheter shaft stretched' as well as the analysed event of 'catheter shaft broken/fractured during use' and 'catheter tip flat/crushed' will be assigned a probable assignable cause of procedural factors the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that the catheter (subject device) was used in the medical procedure. However, the distal tip of the subject catheter got fractured and stretched during delivery. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.